Event description:
(B)(4). I was allergic to the nickel in the coils. My doctor discovered inflammation when he took them out. I had to have my fallopian tubes removed. Before I had them removed, I had bloating, severe pain on both sides, and weight gain.